Event description:
It was reported that the patient had infection and lead vegetation. The entire implantable cardiac defibrillator system was explanted. The patient was in stable condition.

Manufacturer narrative:
Please retract this report: 2017865-2024-40356. The complaint of infection on this product is non-reportable because there was no allegation from a physician that an abbott device or a procedure involving an abbott device caused or contributed to the infection.